Event description:
We have received about 5 calls regarding the catheter securement device within the cardinal health dressing change kit being defective. They report the pins are not properly aligned. We have quarantine affected lots number (967252). Reference reports: mw5116872, mw5116873, mw5116875, mw5116876.